Event description:
Healthcare professional reported right side "rupture/deflation." Device has been explanted.

Manufacturer narrative:
Initial reporter: email - (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.